Event description:
It was reported that the customer was hospitalized due to high blood glucose of 30.5mmol/l. It was stated that the customer was receiving no delivery alarms. It was stated that the customer was not comfortable to use the insulin pump. Advised that a replacement of the insulin pump would be sent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.